Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument, manufacturing date: 03-may-2017, expiration date: 01-apr-2027, part number: 04.037.227s, 12mm/125 deg ti cann tfna 360mm/left- sterile, lot number: h355268 (sterile), lot quantity: 6. Work order traveler was processed using planne, final inspection. This planned nr will allow operators to no longer measure the notch depth feature at final inspection. This was due to the gage damaging the spring tabs on the parts when used at final inspection. The notch depth will continue to be measured with a 100% inspection frequency at mill ID. Operators will line through and n/a the notch depth inspection item on the inspection sheet and cite this nonconformance number. Thus, this would not impact the final accepted product. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria and was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: l338904, lot quantity: 95, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249482, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 24-feb-2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58; lot number: h335761; lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timo agri 16.00, bp80; lot number: h201580; lot quantity: 2,856 lbs. The lot was 100% sorted using a guide bushing sized at 16.02. The oversized diameter would not affect the finished product because the material will be turned (removed) during processing. The use of this bushing ensured that the material would successfully run in our machines. All pieces were found to be acceptable using this test and the lot was dispositioned as ¿use as is¿. Certificate of analysis supplied by metalworks pmd dated 14-sep-2016 was reviewed and determined to be conforming. Lot summary report dated 07-dec-2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch device history review 01-nov-2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: manufacturing location: monument; manufacturing date: may 03, 2017; expiration date: april 01, 2027; part: 04.037.227s, 12mm/125 deg ti cann tfna 360mm/left- sterile; lot: h355268 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.2, lock prong, 125 degree, tfna, bp55; lot: l338904. Purchased finished goods traveler met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, bp55; lot: h249482. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley were reviewed and determined to be conforming. Part: 04.037.912.3, tfna lock drive, bp58; lot: h335761. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 21127, timoagri16.00, bp80; lot: h201580. No relevant nonconformances were found. Certificate of analysis supplied by metalworks pmd was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11 corrected data: d1, e1, e3, g5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a surgery for femoral diaphyseal fracture with a trochanteric fixation nail advanced (tfna). In the initial surgery, an unknown nesplon cable system (non-synthes product) was applied at the same time and two cables were used around the bone. On (B)(6) 2019, the patient underwent a reoperation to reinforce the fixation. The bone union was delayed and the locking screw and the nail were broken before the reoperation. The nail was broken at the tfna screw hole. In the reoperation, they were removed easily by using a connecting screw (product code: 03.037.026). There was no surgical delay in the reoperation. The patient said there was a cracking noise when he ran in (B)(6) 2019 and had felt pain around the femur since then. The surgeon state that the breakage was not caused by the devices. Concomitant devices: tfna helical blade (part# 04.038.290s, lot# unknown, quantity 1); unkown nesplon cable (part# unknown, lot# unknown, quantity 1); ti end cap for tfna 0mm extn ¿ sterile (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna fem nail ø12 le 125° l360 timo15. This is report 3 of 3 for (B)(4).